Event description:
It was reported by virtual assistance specialist (vas) agent that the patient experienced three v-go 20's where the needle button popped out after a couple of hours into use. The patient confirmed that they press on the raised circular bump of the needle button. The patient disposed of the worn v-go 20's in question.